Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the normal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
The ranger was returned for analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 90mm distal from the proximal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the popliteal artery. A 4.00mm x 150mm, 150cm ranger sl balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the normal burst pressure (nbp). The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that target lesion was non-calcified and non-tortuous. The balloon ruptured on first inflation.